Manufacturer narrative:
Device evaluated by MFR. Synergy ii us mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage to the central struts. The proximal and distal sections of the stent were undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and it was noted that the distal balloon cone was tightly wrapped and evenly folded. The proximal balloon cone was out of its original folded position due to the damage to the stent. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, after device was inserted into the guide catheter, it was noticed that the stent struts were deformed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, after device was inserted into the guide catheter, it was noticed that the stent struts were deformed. No patient complications were reported.